Manufacturer narrative:
The device was returned to mmd for investigation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmd for investigation, it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump sounded like it was running, but was not delivering. They stated they were also unable to prime with the pump. They stated that they are able to use syringe feeding as an alternative but that they had a delay in the patients feeding because they were at school. Mmdg did follow up with the initial reporter to obtain additional information. They stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump sounded like it was running but was not delivering. They stated they were also unable to prime with the pump. They stated that they are able to use syringe feeding as an alternative but that they had a delay in the patients feeding because they were at school. Mmdg did follow up with the initial reporter to obtain additional information. They stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. (B)(4).